Manufacturer narrative:
The baxter technician found all casters needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all casters to resolve the reported event. Based on this information, no further action is required.

Event description:
On 13-jan-2026, a company representative - service personnel contacted technical service to report that care assist ca300 (product code p1170c0000007, serial number (B)(6)), had casters not holding when brake is set. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.